Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d4, d9, h3, h4, h6.

Event description:
Patient reported left side ¿lump¿. Patient later reported left side "rupture" and healthcare professional confirmed the event. Device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported ¿lump¿. Patient later reported "rupture". Healthcare professional later reported left side rupture. This record is for the left side. Device was explanted and replaced.

Event description:
Patient reported ¿lump¿. Patient later reported "rupture". Healthcare professional later reported left side rupture. This record is for the left side. Device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed broken device assessed as surgical damage and missing piece of shell assessed as inconclusive. Lump/nodule: unable to observe as it is not related to the manufacturing process no additional observations performed on the device. No further actions are required. Additional, changed, and/or corrected data: d.9., h.2., h.3., h.6.